Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris syringe module syringe administration set damage to connectors led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: antibiotics started medication leaking through top connection port of syringe tubing from crack.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of component damage - leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris syringe module syringe administration set damage to connectors led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: antibiotics started medication leaking through top connection port of syringe tubing from crack.